Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported that the pump module alarmed allegedly due to "under infusion." No further information was provided. Bd received additional information after due diligence attempt. The customer provided a copy of medwatch report form 3500a that they submitted to FDA. The report states, "this 54-year-old female was admitted to (B)(6) hospital for an anterior cervical discectomy and fusion (acdf) of c4-5, c5-6 and c6-7 on (B)(6) 2024. Patient had an intravenous site in the right-hand infusing vancomycin via an infusion pump per protocol. The patient was positioned for surgery in the standard manner with bilateral arms at her sides, ulnar protectors in place, arms and hands wrapped with a draw sheet and secured over the torso. Wrist for surgery. The arms are not visible once this sterile drape is applied. During intra-operative neuromonitoring the technician notified the surgeon of the right hand was showing an issue. The nurse released the restraint and draw-sheet and noted the patient's hand and forearm to be swollen and hard with blue fingertips. The IV was removed and warm compresses placed to the area. Once the patient was extubated and transferred to a stretcher her right hand and arm were elevated on pillows and warm compresses continued. She was transferred to post anesthesia care unit. A hand surgeon was consulted who recommended an urgent decompression fasciotomy. Patient and family were made aware of the issue and need for the fasciotomy. Consent was obtained and the procedure was completed. The fasciotomy site was closed with skin grafting on (B)(6) 2024. The patient had no motor or sensory deficits in the arm or hand. Patient was discharged on (B)(6) 2024 with follow up in 2 weeks at the orthopedic office. The infusion pump was removed from service and evaluated by clinical engineering." The report also states that the medication being infused was "vancomycin 2 grams/400ml, ivpb 2,000mg. Programmed for 114ml/hr." It was further reported that the infusion was manually programmed into the pump, volume infused 316.37ml over two (2) hours and fifty-four (54) minutes. Pump was at patient's heart level and the bag was at least twenty (2) inches above pump. Although requested, the customer declined to send the devices to the manufacturer for investigation. However, device logs were provided, and the customer is requesting a review of the logs. Note that per alaris user manual, "the bd alaris¿ system is neither designed nor intended to detect infiltrations and does not alarm under infiltration conditions."

Event description:
It was initially reported that the pump module alarmed allegedly due to "under infusion." No further information was provided. Bd received additional information after due diligence attempt. The customer provided a copy of medwatch report form 3500a that they submitted to FDA. The report states, "this 54-year-old female was admitted to tidelands health waccamaw community hospital for an anterior cervical discectomy and fusion (acdf) of c4-5, c5-6 and c6-7 on (B)(6)2024. Patient had an intravenous site in the right-hand infusing vancomycin via an infusion pump per protocol. The patient was positioned for surgery in the standard manner with bilateral arms at her sides, ulnar protectors in place, arms and hands wrapped with a draw sheet and secured over the torso. Wrist for surgery. The arms are not visible once this sterile drape is applied. During intra-operative neuromonitoring the technician notified the surgeon of the right hand was showing an issue. The nurse released the restraint and draw-sheet and noted the patient's hand and forearm to be swollen and hard with blue fingertips. The IV was removed and warm compresses placed to the area. Once the patient was extubated and transferred to a stretcher her right hand and arm were elevated on pillows and warm compresses continued. She was transferred to post anesthesia care unit. A hand surgeon was consulted who recommended an urgent decompression fasciotomy. Patient and family were made aware of the issue and need for the fasciotomy. Consent was obtained and the procedure was completed. The fasciotomy site was closed with skin grafting on (B)(6)2024. The patient had no motor or sensory deficits in the arm or hand. Patient was discharged on 10/14/2024 with follow up in 2 weeks at the orthopedic office. The infusion pump was removed from service and evaluated by clinical engineering." The report also states that the medication being infused was "vancomycin 2 grams/400ml, ivpb 2,000mg. Programmed for 114ml/hr." It was further reported that the infusion was manually programmed into the pump, volume infused 316.37ml over two (2) hours and fifty-four (54) minutes. Pump was at patient's heart level and the bag was at least twenty (2) inches above pump. Although requested, the customer declined to send the devices to the manufacturer for investigation. However, device logs were provided, and the customer is requesting a review of the logs. Note that per alaris user manual, "the bd alaris¿ system is neither designed nor intended to detect infiltrations and does not alarm under infiltration conditions." Additional information was received during an on-site visit by manufacturer representative: patient details: per the customer, the patient was larger, had loose skin, and they had difficulty obtaining peripheral access. The clinicians believe this contributed to the issue since there was ¿a lot of room¿ for the vanco to infiltrate. ¿ patient positioning during surgery: o it was reported the patient was positioned on their back for cervical surgery which required their shoulders to be pulled down, applying traction, soft restraints and tucking the patient¿s arms to keep the shoulders low. O while the neck was accessible, everything else was sterile draped. The drapes are ¿wrapped around and tucked in¿ including the patient¿s fingers. The drapes are blue. When asked about a transparent drape, the clinicians stated the IV site would still not be visible due to the arm tuck in this scenario. O because of the nature of this surgery, the IV site is typically not visible. The IV site is only checked if there is an issue with flow or if the pump alarms. When one of these two scenarios occurs, surgery must be stopped so that the crna can go ¿up under the sterile drape¿ to check the IV site. O there is reportedly no other location for this IV ¿ per the customer a PICC line in the upper arm would still be covered by a drape and it is not best practice to have an IV in the foot. ¿ event details: o 7:23am: vanco was started in pre-op, two nurses were helping each other and ¿did it together¿. The vanco was attached to the forearm (IV was reportedly above the ulnar protector ¿the ulnar protector was described as like a small pillow, malleable, folds around) and there was a second IV site in the ac for lactated ringers (lr). In pre-op the IV flushed well. O the patient was transferred to the or. The surgery was expected to take 2.5-3 hours. O 7:49am: the patient was intubated. After the patient was sedated, they switched the IV pumps from pre-op pumps to the or pumps. O 7:59am: first alarm occurred. O 8:02-8:03am: alarms occurred. O the customer believes all the alarms occurred at start-up during the pump exchange and while meds were being given. The clinicians gave the example of clamping and forgetting to unclamp when switching modules. Additionally, the customer mentioned that during 8am-8:15am medications were being administered via the non-vanco line to treat the patient¿s blood pressure. O patient was being neuro monitored; nearing the end of the or case when the surgeons were about ready to close, the tech noted a potential problem with the r hand. The circulating nurse released the restraints and the neuro monitoring system was reset. However, after the system was reset, it still noted a problem. This is when the clinicians had to stop the surgery and remove the sterile drape, so that the IV site could be visually assessed. O 10:48am: there was a patient side occlusion alarm but this was reportedly after the infiltration was recognized. O 10:53am: clinician made note of the infiltration. O clinicians used a handheld device to measure the pressures in the patient¿s hand to determine if surgery was needed for compartment syndrome. Clinicians reported that pressure above normal is typically 30mmhg and surgery is not performed until pressures are 45mmhg ¿ 60mmhg. As previously reported, the patient required a fasciotomy. Pt was discharged with no reported deficits.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: describe event or problem. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of an infiltration could not be confirmed through review of the logs and was not replicated during device testing. The bd alaris system is neither designed nor intended to detect infiltrations and does not alarm under infiltration conditions. ¿ on the date (B)(6)2024, at the time of 7:58 am, the pcu event log showed the initial infusion programming of vancomycin at 2gram/400ml at a rate of 114.286ml/h, with a volume to be infused (vtbi) of 400ml. ¿ between the time of 7:58 am and 8:04 am, four (4) patient side occlusion alarms were observed. The infusion was restarted after each alarm. ¿ between the time of 10:46 am and 10:52 am, the channel off key was selected as an illegal keypress, an occluded patient side alarm was observed, the infusion was paused, and the channel off key was selected, powering off the system. The total volume infused (tvi) was recorded at 316.37ml. ¿ the inspection and testing of the pump module did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications. ¿ under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the facility¿s event. ¿ it should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. Root cause: the root cause of the reported infiltration was not determined. No anomalies were observed with the pump module that would contribute to the reported event. The returned pump module was found to be infusing within specification. Note that this report lists imdrf annex a0401, a040502, a1801, g04037, g02017, g04058, c23, c07, c0601, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.